Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment. Correspondence reveals that the event occurred as the surgeon was inserting the screw. The patient was confirmed to have hard bone. It was also confirmed that the device was over 10 years old. The most likely cause of the reported event is the extended use of the device over its 10 year lifetime. Additionally, the patient's hard bone was likely a contributing factor.

Event description:
It was reported that the screwdriver shaft head broke off.

Event description:
It was reported that the screwdriver shaft head broke off.